Manufacturer narrative:
A device history review was performed for the complaint device. The DHR records for lot 6124781 was reviewed with no issues being identified.

Manufacturer narrative:
Results: bd received four samples and two photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for yellow tint with the incident lot was observed. Conclusion: the potential root cause for the additive abnormality was determined to be that the additive for the product is applied onto the interior walls of the blood collection vessel via the spraycoating of a prescribed amount of water-based k2edta solution. The water is then dried, leaving the characteristic ¿mist¿ dot pattern of residual k2edta on the vessel wall. In rare instances where assembly machine misalignments occur, additive dispense nozzles may not be centered within the tubes¿ opening and the nozzles¿ position is biased more towards one of the vessel¿s hemispheres. In such instances, one side (or hemisphere) of the tube vessel interior received a heavier coating of additive solution, while points on the opposing side of vessel receive a lighter misting. Lager droplets of the solution in close proximity to one another then tend to coalesce, and once the water is dried, leave behind a wafer like deposit of the additive. This additive deposit visually stands out as it does not appear like the typical dot pattern for this tube type.

Event description:
It was reported that 270 of 100 bd vacutainer® plus plastic whole blood tubes had a yellow tinge. No injury or medical intervention.